Event description:
Accompanying this letter is a report concerning a fractured medtronic 6949 ICD lead. The lead was fractured and that was thoroughly documented. It occurred in 2006 at a time when the high level of lead fracture was not yet recognized. Recently, this pt once again came to my attention, and I encountered this history. I am forwarding this info to you with a copy of dr. I know you are most interested in this, and collecting data that describe, as best possible, the full extent of the problem. There is no question that other lead fractures have occurred that were either undated or unreported. I am happy to report that the pt has done well since the events in 2006. He has had no subsequent problems with the implanted hardware.